Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating and device frozen after clicking okay for error message. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2026, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating and the application failed to start. The field service engineer (fse) disabled wifi, re enabled and configured ethernet connections, assigned correct static subnet, and renamed the interface to pyxinet. Rebooted the station, restoring normal communication and full system functionality. The system functioned as intended after the field service engineer resolved the issue.